Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The lv pacing impedance was found to be fluctuating in the recorded time frame from (B)(6) 2019 until (B)(6) 2019 between 400 ohms and out of range (greater than 3000 ohms). Furthermore, the pacing threshold at (B)(6) 2019 was measured with 1.25v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Livanova/microport provided the following information: this lv lead was abandoned due to high thresholds and high impedance.